Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery and would not exit the preparing to prime screen. The customer was assisted with prime rewind troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting for the motor error and no delivery alarm could not be performed due to the insulin pump not being able to exit prime loop. The insulin pump will not be returned for analysis.